Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator unit failed touchscreen calibration.there was no patient involvement.